Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose (bg) level. Customer stated that bg levels were "good". It was confirmed that the customer had alternate insulin therapy available.